Manufacturer narrative:
Batch review performed on 15-jan-2026. Lot 2404591: (B)(4) items manufactured and released on 10-jun-2024. Expiration date: 2029-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:aseptic loosening is a possible literature-described adverse event after primary shoulder arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 8 months from primary the patient reported instability, during surgery, the surgeon observed that the baseplate was loose. Bone quality was not an issue. The surgeon revised the baseplate, liner, glenosphere and metaphysis. The surgery was completed successfully.

Manufacturer narrative:
On 10 march 2026, the branch informed us that a bone graft was not used during the primary surgery and 3 screws were used to secure the baseplate. This information has been included in the event description.

Event description:
At about 8 months from primary the patient reported instability, during surgery, the surgeon observed that the baseplate was loose. Bone quality was not an issue. The surgeon revised the baseplate, liner, glenosphere and metaphysis. The surgery was completed successfully. Bone graft was not used during the primary surgery and 3 screws were used to secure the baseplate.